Event description:
It was reported that during the implant procedure, since the target vessel was thick, satisfactory lead fixation could not be achieved. Since the lead was too much advanced, diaphragmatic stimulation could not be avoided. The lead was attempted and not used. Another lead was used. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.